Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) goal was not met on a fresenius 2008k2 hemodialysis (hd) machine. The machine indicated that the goal was met but the patient¿s post-treatment weight confirmed that only half of the treatment goal was met. Additional information was requested, however a response was not received. The biomed stated during the initial report that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine was out of service pending repair at the time of followup. There were no parts available to be returned to the manufacturer for physical evaluation.